Manufacturer narrative:
Date sent to FDA: 8/19/2020. Additional information: it was reported that the patient experienced recurrent hernia, discomfort following the surgery.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the hernia sac was opened and adhesions lysed, then it was removed and sent for examination along with some of the unincorporated mesh. It was reported that the patient experienced severe pain, and inflammation. No additional information was provided.